Manufacturer narrative:
(B)(6). Device manufacture date: unknown. The femtosecond laser was examined and tested at the customer location by an jjsv field service specialist (fss). The fss replaced the joystick to resolve the reported error. The fss performed a field service checklist. The system was verified for all modes of operations. The system met jjsv specifications. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during docking with the patients eye, the system continued to drive downwards when the joystick had been released. There was no perceived slowing to the descent rate when the green light was activated and the system did not stop descending when the red light activated. To stop descent the joystick had to be rotated to drive the gantry up. Through follow-up we learned that the gantry did stop on red and that the safety circuit is working as it should. There was no patient injury and the procedure was instead done in a different site. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.